Manufacturer narrative:
Citation: bandyopadhyay, d. Mbbs, md. Et al. The impact of chronic kidney disease in women undergoing transcatheter aortic valve replacement: analysis from the women's international transcatheter aortic valve implantation (win-tavi) registry. Catheter cardiovasc interv. 2020;1¿10. Doi: 10.1002/ccd.28752 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of female patients with chronic kidney disease after the implant of a transcatheter aortic valve (tav). All data were collected from a multinational prospective registry between january 2013 and december 2015. The study population included 852 female patients. Patients were implanted with a medtronic corevalve (102) or evolutr (27) tav. The remaining patients were implanted with a non-medtronic tav. No serial numbers were provided. Among all patients, adverse events included: cerebral vascular accident (cva), myocardial infarction (mi), vascular complications, bleeding, permanent pacemaker implant, annular rupture, device dislodgement, pericardiocentesis, ventricular perforation, and complete heart block (chb). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.